Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer stylus did not align with the display cursor. It was indicated that the connection between the overlay and printed circuit board (pcb) required a reseat. The programmer was returned to service.

Event description:
It was reported that the programmer stylus would not calibrate to the display cursor. As the stylus moves way from diagonal line across the screen, the cursor moves farther from the touch point. The programmer was returned for service. No patient complications have been reported as a result of this event.